Manufacturer narrative:
Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred the united states. On (B)(6) 2024, patient reported infusion set cannula was kinked caued high blood glucose and occulsion. Patient noticed this issue within 3 hours of insertion and 5 separate events occurred between 3/15/24-4/10/24. Site of insertion was abdomen and thigh. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.